Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device location remains unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 02613.

Event description:
It was reported that patient underwent a revision 1 day post implantation due to the proximal body of the stem not seating properly. The stem was fully engaged. The active articulation head, modular head and taper adaptor were removed and replaced. No additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b3; d4; h2; h3; h4; h6. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.